Event description:
It was reported that during a spine procedure the navigation system froze during image transfer from a ziehm 3d c-arm that had froze. The system was rebooted and the tools were reactivated and the surgeon then reported that the accuracy off and aborted the use of the navigation system. The procedure was completed successfully with 2d without any adverse consequences or procedural delays.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a spine procedure the navigation system froze during image transfer from a ziehm 3d c-arm that had froze. The system was rebooted and the tools were reactivated and the surgeon then reported that the accuracy off and aborted the use of the navigation system. The procedure was completed successfully with 2d without any adverse consequences or procedural delays.